Event description:
Could not advance filter. Filter caught in transition at hub junction. 1st occurrence. Filter caught at hub junction. 2nd occurrence in same pt: again, filter caught in hub junction. Removed and replaced entire system.